Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's grandmother stated the patient's sensor had failed on approximately (B)(6) 2024. After noticing the sensor failure, they were unable to receive readings and the patient was unable to replace the sensor immediately. Some time during the day, the patient started vomiting. The patient was brought to the hospital and at the hospital, they confirmed the patient was hyperglycemic (no bg values were provided). It was reported that the patient was in the hospital for 6 days and was treated with insulin. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.